Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. To protect the gears, the radiolucent drive is equipped with a slip clutch that disengages in case of overload which emits an audible rattling noise. Slip clutch should react within the value of 1.2 ¿ 1.8 nm, however it was found that it was reacting too early, at the level of 1.1 nm and withal the value of torque of the safety clutch is too narrow measuring a min. 1.1 and a max. 1.2. It was further determined that the coupling tool side was loose. The assignable root cause was determined to be due to excessive strain/wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the reporter, it was clarified that there was no alleged malfunction against the adaptor. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during tumorectomy of tibial diaphyseal surgical procedure, it was observed that the radiolucent drive device stopped rotating while in use with the battery handpiece device and adaptor device. According to the report, the drill bit on the radiolucent drive device hardly rotated with abnormal sound at the second distal transverse locking in antegrade femoral nail operation. It was further reported that the device did not recover at all. As a result, there was a ten minute delay in the reported procedure. It was reported that the surgeon was able to complete the surgery by drilling manually. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter indicated that there was no allegation of malfunction against the drill bit. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.